Manufacturer narrative:
Additional information: d9, h6 and h10. H10: the device was received for evaluation. During visual inspection the access line post pump was observed perforated at the level of the support plate. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the joint between the access line and the syringe line of a prismaflex m100 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6) hospital. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.